Event description:
The device was returned to baxter for service eval. During testing, the baxter service technician discovered an inoperative stop key on the pump head module (phm) keypad. There was no pt injury or medical intervention necessary according to the facility representative. No additional info is available.

Manufacturer narrative:
Eval summary: during product eval, the stop button on the phm keypad was confirmed to be inoperable. The phm keypad was replaced. The pump was tested per procedure and returned to the customer within specification.